Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: continuous activation probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations or inadequate gluing/welding of core to handle. Console error. Use error. The reported failure mode will be monitored for future reoccurrence. Note: the investigation was previously closed based on product not received. However, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on pruct received. Alleged failure: the mps reported that serfas always on the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be tear on button area causing fluid ingress to pcb leading to continues activation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.